Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2002 -- the pt underwent surgical repair of an incisional hernia. The pt's surgeon repaired the pt's ventral incisional hernia with a bard marlex hernia patch mesh. In 2003 -- the pt presented to her physician at a hospital with complaints of severe pain, and discomfort with the incisional hernia. The pt was advised to have surgery to repair the incisional hernia. The pt underwent a second surgery to repair the incisional hernia and it was repaired with the use of a bard composix ex mesh, approximately 10 x 13 inches in size. In 2004 -- the pt was admitted to a medical center with severe abdominal pain. With the final diagnosis that included: sigmoid diverticulitis; possible colitis, descending colon; diabetes mellitus type 2; history of hypertension; peripheral vascular disease; and gastroesophageal reflux disease. The composix mesh hernia patch used in both the 2002 surgeries to repair the pt's incisional hernia failed and was otherwise unfit for the purpose it was used for, resulting in the pt incurring physical damage, bodily injury, and additional surgery. The marlex mesh hernia patch used in both 2003 surgeries to repair plaintiff's incisional hernia failed and was otherwise unfit for the purpose it was used for, resulting in the pt incurring physical damage, bodily injury, and additional surgery.